Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this lead, high pacing impedance measurements were obtained. The lead was removed from the procedure and replaced successfully, in absence of any adverse patient effects. The lead is intended to be returned for analysis to assess the products electrical integrity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an insulation cut 373 mm from the terminal pin. This type of damage is consistent with induced damages incurred at an attempted implant. No further damage was evidenced during analysis: lead was confirmed electrically continuous.